Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in high, out of range pacing impedance (greater than 2,000 ohms). In clinic testing with isometric maneuvers did not reveal any noise, but an increase in pacing impedance. The physician reported that patient will be monitored closely via latitude home monitor system. The rv lead remains implanted. No adverse patient effects were reported.